Event description:
It was reported that the instruments were discovered fractured during an instrument check in process. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). H6 : tasp bottom- mechanical (g04) - provisional top; visual examination of the returned product found them to exhibit signs of repeated use and were fractured complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00075; 0001822565-2024-00077; 0001822565-2024-00078; 0001822565-2024-00080; 0001822565-2024-00081; 0001822565-2024-00082; 0001822565-2024-00083; 0001822565-2024-00084; 0001822565-2024-00088.